Event description:
The patient reportedly experienced intermittency followed by a loss of lock between his external equipment and implanted device. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Surgery to explant the patient's device will be scheduled.